Event description:
2003: pt received abdominal aortic aneurysm graft. The procedure went well, and the pt was moved to the recovery room. One week later: CT reveals good position for stent graft. Pt appears to have a type 2 endoleak fed from his interior mesenteric artery and outflow via lumbars. Approx 3 months later: pt presented with pain at rest. Examination showed thrombo-stent and peri-stent leaks. Physician performed right axillobifemoral bypass graft.

Manufacturer narrative:
Notification of event was received from the law firm as a result of a claim.